Event description:
During the pulse field ablation procedure with faradrive sheath, it was reported that the patient had a small pericardial effusion (pe) at baseline that was seen on transesophageal echocardiogram. The physician got access at 3:40 pm with a versacross connect and the faradrive sheath. The transseptal puncture was at 3:44 pm. Resistance was felt while attempting to aspirate from the faradrive sheath after transseptal. The ablation portion of the procedure had just concluded when the complication was discovered. It was discovered at 4:13 pm when the physician started preparing for the watchman portion of the procedure. The physician decided to cross with ice and proceeded with the watchman after measuring a 1.35 cm pericardial effusion at 4:16 pm with the intent of tapping after deployment. The pe was circumferential. Protamine was given and a pericardiocentesis was performed after the deployment of the watchman. 200 ml of fluid was drained. At the end, the physician deemed the patient stable, and closure took place at 4:50 pm. The patient was kept overnight but deemed to have fully recovered. The device is not available for return as it was already disposed by the customer. Additional information was received. The patient was discharged and is in stable condition.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) h6.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
During the pulse field ablation procedure with faradrive sheath, it was reported that the patient had a small pericardial effusion (pe) at baseline that was seen on transesophageal echocardiogram. The physician got access at 3:40 pm with a versacross connect and the faradrive sheath. The transseptal puncture was at 3:44 pm. Resistance was felt while attempting to aspirate from the faradrive sheath after transseptal. The ablation portion of the procedure had just concluded when the complication was discovered. It was discovered at 4:13 pm when the physician started preparing for the watchman portion of the procedure. The physician decided to cross with ice and proceeded with the watchman after measuring a 1.35 cm pericardial effusion at 4:16 pm with the intent of tapping after deployment. The pe was circumferential. Protamine was given and a pericardiocentesis was performed after the deployment of the watchman. 200 ml of fluid was drained. At the end, the physician deemed the patient stable, and closure took place at 4:50 pm. The patient was kept overnight but deemed to have fully recovered. The device is not available for return as it was already disposed by the customer.